Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 29 mg/dl. It was found the customer's insulin pump may have over-delivered insulin to the customer. The customer stated they were treated with a glucagon shot. Troubleshooting also found the customer had scratches on their insulin pump's screen. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a reset error after a battery change due to a faulty connector on the interface board. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to moisture damage in the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. A cracked reservoir tube lip, scratched case, minor scratches on the display window and a scratched keypad overlay was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.